Event description:
It was reported that the patient with this artificial urinary sphincter experienced cuff atrophy and recurring urinary incontinence. The cuff was not fully coapting. The device was removed and replaced with cuff moved proximally for newer tissue. No further patient complications were reported.